Event description:
Leak at seam. Reporter also knows of another pt who had the problem. Pt notified the MFR who said "it was your fault. You didn't do your homework. These are not guaranteed". Pt feels that MFR should pay for the implant change surgery. Pt spoke to pt services at co.